Event description:
Unconfirmed revision of pinnacle mom hip. Reason for revision unknown.

Manufacturer narrative:
This complaint is still under investigation.

Manufacturer narrative:
Examination of the reported devices was not possible as they were not returned. It has not been confirmed that the patient has had a revision. A reason for any revision has not been provided. A search of the complaints databases identified one other report against the 2475069 lot code. A review of the DHR (device history record) for product number 136553000 lot number 2475069 found no anomalies. A search of the complaints databases finds no other reports against the remaining product and lot code combinations since their release to distribution. The investigation can draw no conclusion with the information provided. Based on the inability to determine root cause, the need for corrective action has not been indicated. Depuy considers the investigation closed at this time. Should additional information be received, the investigation will be re-opened.

Manufacturer narrative:
(B)(4).

Manufacturer narrative:
Information received from (B)(4). Unconfirmed revision of pinnacle mom hip. Reason for revision unknown. The reported event has been evaluated and will be monitored. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.